Event description:
It was reported the customer had a low blood glucose event. The customer declined to troubleshoot as the low blood glucose event was caused by the customer over bolusing. The customer's blood glucose was 32 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).